Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).